Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-33415. During a follow-up, there was an increase in capture resulting in a loss of capture on the right atrial (ra) lead. There was also an increase in capture on the right ventricular (rv) lead. Fluoroscopy was performed and insulation damage due to subclavian crush was noted on the ra lead. The ra and rv leads were capped and replaced and the patient was stable.